Event description:
Md called to report customer death. It was reported that customer was wearing the pump at time of death, and had a hypoglycemic episode. No further details provided at time of call.